Event description:
It was reported the pt is experiencing pain and discomfort at the ipg site since giving birth. Pt felt the ipg moved during her pregnancy and was causing irritation near the nerves close to the ipg pocket. The pt experienced pain regardless of the ipg being on or off. It was also reported the pt is experiencing increased recharge burden. Reprogramming was done to address the issue. The pt is scheduled to meet with the doctor to discuss the next course of action.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.